Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the distal segment had been fractured. The total length was measured and found to be missing approximately 9.5mm of the segment. Magnifying and electron microscopic inspections of the distal extremity of the urethane outer layer revealed it had a ripped shape. At the distal extremity of the device, the core wire was noted to be exposed. There was not any anomaly around the fracture. The outside diameter of the urethane outer layer was measured on the undamaged segment and confirmed to meet manufacturing specification. The kink resistance of the shaft was determined on the undamaged distal segment and confirmed to meet manufacturing specification. The urethane outer layer on the distal segment was dissolved to be removed and the fracture of the exposed core wire was inspected under electron microscope. The following were obtained. There was no diminishment in the outside diameter or no flexure toward the fracture end. A dimple pattern had been generated on the fracture cross section. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted. A product sample was subjected to repetitive bending forces at a 90° angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state is similar to that seen on the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found one other report from the same user facility with the involved product/lot number combination. See MDR number 9681834-2017-00121. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was subjected to repetitive bending forces concentrated at one point, where metal fatigue occurred on the core wire leading the core wire to become fractured. Subsequent pulling force applied to the actual sample ripped the urethane outer layer resulting in the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the glidewire advantage. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a tip fracture with the involved device during a procedure. Follow up communication with the user facility confirmed the following information: when probing an occlusion on the lower leg, in combination with a 18fr. Support catheter seeker from bard, the wire tip loosened; approximately 2 cm of the tip remained in the patient; the fractured segment lies in a small collateral without damage; the wire was subjected to a high mechanical load according to the doctor, also may have been pushed into a loop shape several times; and the patient was reported to have minor harm relating to the lost segment.